Event description:
The customer called to report a motor error alarm during normal use. The customer also reported a blood glucose reading of 200 mg/dl. The insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was stuck in the motor error loop during the bolus delivery. The motor was tested outside the device, and passed. The motor may have had an intermittent failure that was not detected during testing.